Manufacturer narrative:
Corrected data: the investigation conclusions code in h6 has been corrected.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient¿s scs ipg has reached its end of life as the end of service (eos) message was confirmed on the patient¿s controller. The patient is not receiving therapy and will likely require surgical intervention to resolve the issue.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced on (B)(6) 2021 to address the issue.